Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, no pacing pulses were noted on the ECG after connecting the device to the leads.